Event description:
A pt underwent aaa repair utilizing another MFR's devices on (B) (6) 2010. The pt presented with an infrarenal fusiform 5.8 cm aaa. Iliacs were non-tortuous, moderately calcified, and 6.5-7 mm in diameter. Comorbidities are unk. Pt was already being hospitalized/an in-pt for an unk reason, and was treated urgently for the aaa. Due to the narrow vessels, the other MFR's bifurcated device could not be advanced past the hypogastric artery. The physician was pushing aggressively, and the device ended up kinking. It was decided to use a 22 fr. Cook sheath to help advance the device. However, the sheath transected the iliac, and it was then decided to convert the pt to an open repair. The pt expired 12-24 hours post-conversion (likely on (B) (6) 2010). There may have been too much blood loss and/or a lack of recovery from the procedure. Update 02/08/2010: area rep spoke with the physician and found out that the cook sheath used did not contribute to the transected iliacs. After reviewing the films, the physician felt that possibly this pt was not suitable for repair due to tight iliacs with heavy calcification. Pt expired 2 days post-procedure due to disseminated intravascular coagulopathy.

Manufacturer narrative:
(B) (4): no device was returned to assist in this investigation. Each device is inspected to confirm the correct type as well as outside diameter of the sheath tubing. They are also inspected 100% to confirm that the device is sanded smooth, clean, and free of dents and damage. A definitive root cause cannot be determined or reported at this time. Based upon the provided info, the perforation may have occurred due to the attempted placement of the other MFR's product, movement of the sheath or pt condition. We will continue to monitor for similar complaints.